Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to moisture on force sensor. No display anomaly noted. The insulin pump was unable to test for prime test, occlusion test and excessive no delivery test due to motor error alarm. The motor was tested outside the insulin pump and passed. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. She stated that when she filled the tubing, the device would not stop. She stated that she had wasted 40 units of insulin as a result of the issue. She reported that insulin squirted out during the manual prime proves, and she was unable to exit the preparing to prime loop. Her most recent blood glucose was 101 mg/dl. She stated that no numbers appeared on the screen. She did not see a gap between the piston and reservoir stopper during prime. She was unable to check the status screen due to being in a priming loop. She was advised to use a new infusion set and reservoir and restart the prime. She tried 3 different sets. She was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump; she agreed to return the device for analysis. She was advised that during seating, the force sensor did not detect the reservoir.